Event description:
The implant malfunctioned due to part not retained on mating part . The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Primary stability couldnt be achieved.

Event description:
Primaty stability couldnt be achieved.